Event description:
Received notice of complaint concerning above product from product complaint form filed by facility. Reports a leak at the post pump segment to main line tubing connection. Reported blood loss is approximately 25cc. Called facility to speak with director of nursing regarding event. Not available. Message left for director of nursing to return phone call. November 24-spoke with director of nursing regarding event. Reports that the leak occurred approximately 10 minutes into the treatment. States that the separation cannot be visualized, but that approximately 25cc of blood leaked from the stated location. The line was changed and the treatment continued without further incident. The patient was stable and did not require any medical intervention. No lab work was required. The line was saved for evaluation. A response letter and mailer have been sent to the facility. A medwatch form has been filed based on blood loss only.